Event description:
It was reported that during a tka procedure, the handpiece and drill were correctly assembled and distal femoral burring was completed. When it came time to check the position of the cutting block, the nurse attempted to assemble the plane visualization sleeve over the long attachment and it would not slide all the way on and lock into the handpiece. On visual inspection it did not appear to have anything inside the sleeve, it simply would not go all the way over the long attachment, stopping about 15-20mm short. Several attempts were made to push it on without success. We were able to use it as it was and it gave us our cut planes but not the resection measurement which wasn't a problem. The problem has been identified to be with the plane visualization sleeve, it seems to be a manufacturing defect where the reduced diameter inside the sleeve is not centred , therefore the long attachment does not fit straight, hence the sleeve cannot fit properly. The procedure was completed by changing to a manual procedure.

Manufacturer narrative:
H10: h3, h6: the device was used for treatment and was not made available to the designated complaint unit for investigation. Thus, visual and functional inspection could not be performed. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. The surgical system user's manual released at the time of the complaint provides instructions for preparing the surgical drill and proper assembly of the handpiece including the long attachment. This is an identified failure mode within the risk assessment. We could not confirm if there was a relationship established between the reported event and the device. The photo sent with the field report shows that the plate probe could not be fully attached over the drill guide support of the handpiece, not the long attachment. Therefore, there was likely no problem with the long attachment and the plate probe or drill guide support were causing the issue. Since no parts were returned, we cannot confirm or deny this. The cause of this event is undetermined.